Manufacturer narrative:
The device history record for the lot was reviewed and no devices were rejected and no specific manufacturing yield issues were reported similar to the reported complaint condition. There were no more devices of the same lot remaining in inventory for device investigation.

Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital reported an issue encountered with the 5mm lacricath device during use. The report stated that the catheter was inserted into the patient when the alleged issue occurred. They reported that they inflated the device but the air leaked right back out. The report stated as a result they removed the catheter and used another one (from a new kit) to successfully complete the procedure. There were no patient complications reported as a result of the alleged event. The catheter was discarded and not returned to the manufacturer for analysis.